Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with 1gm vancomycin (route and frequency not reported) and injections of 500mg and 1gm fortum every fifth day. At the time of the report the patient was recovering from this event. No additional information is available.